Event description:
Report received indicated that during a percutaneous transluminal angioplasty of the left renal artery there was a balloon rupture, stent dislodgement and surgery for stent retrieval. During procedure the sheath was placed and guidewire was introduced through the sheath in the right groin. The stent delivery system (sds) was inspected finding no abnormalites. The balloon was prepped with negative pressure and there were no bubbles seen in return. The sds was introduced into the sheath and navigated well to the target lesion. The vessel was not tortuous however had mild calcifications. Size of lesion is unknown. Lesion was not predilated. After positioning the stent in the lesion without difficulties the balloon was inflated when the physician noticed that the indeflator would not pass the 2 atmospheres mark. At that point the stent was semi deployed but not enough to adhere to the wall vessel.